Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous, calcified anastomosis structure of arteriovenous (av) fistula. The 6.0x20mm sterling balloon ruptured at 6atms upon the first inflation. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
(B)(4) - the complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.